Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -8.50. Evaluation: work order search. Evaluation result: a work order search found two similar complaints. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -8.50 diopter implantable collamer lens on (B)(6) 2015 in to the patient's left eye (os). The reporter indicated that the vault of the lens was low. The lens was exchanged for a larger lens on (B)(6) 2015 and this resolved the problem. See MFR report #2023826-2016-00311 for right eye (od).